Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly did not find any damages or defects that could contribute to the cannula inserting improperly. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. Although no issues were observed, the exact cause of the reported improper cannula insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 330 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (leg).